Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter had a calcode issue. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2014. The patient detailed that she manages her diabetes with fixed doses of insulin and denied making any changes to her usual diabetes management routine in response to the alleged inaccuracy. The patient denied developing any symptoms however, stated that on (B)(6) 2014, she was treated with IV glucose by a healthcare professional (hcp) in an emergency room (ER) and had a blood glucose test performed on an ER meter which gave a result of 351mg/dl. During troubleshooting the customer care advocate (cca) noted that when the patient was walked through changing the calcode the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient received medical intervention from a hcp for a blood glucose excursion after the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/03/2015). The patient¿s meter has been returned on 3/18/2015 and evaluated by lifescan product analysis on 3/20/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.